Manufacturer narrative:
The device received preventative maintenance testing at baxter (B)(4) which failed due to a system error 345. The device was received at baxter medina and an evaluation is complete. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. System error 345 was confirmed through review of the event history log. Evaluation did not reproduce the system error 345. The cause was identified to be a failed force sensor which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device displayed a system error 345 (thermistor disparity). There was no patient involvement. No additional information is available.